Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D.2. Medical device type: one additional code applies; k222591.

Event description:
Report 3 of 6. It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), there were molecular false positives. The following information was provided by the initial reporter: - was this issue involving patient or non-patient samples (qc, validation testing or proficiency samples)? Patient . Hazard, injury or erroneous results? Yes. Did erroneous results occur? Yes. 1. What result did the customer obtain from the bd product? Positive pcr for candida tropicalis. 2. What result was the customer expecting to obtain (if different from the obtained result): negative. 3. Was this a qc, validation, or proficiency test? No. Customer is reporting that they have many item# 442023, lot# 3102712 (expiration date - 1/17/2024) that are giving false positive results for pcr testing for candida tropicalis.

Manufacturer narrative:
H.6. Investigation summary: catalog: 442023. Batch no.: 3102712. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
Report 3 of 6. It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), there were molecular false positives. The following information was provided by the initial reporter: was this issue involving patient or non-patient samples (qc, validation testing or proficiency samples)? Patient. Hazard, injury or erroneous results? Yes. Did erroneous results occur? Yes. 1. What result did the customer obtain from the bd product? Positive pcr for candida tropicalis. 2. What result was the customer expecting to obtain (if different from the obtained result): negative. 3. Was this a qc, validation, or proficiency test? No. Customer is reporting that they have many item# 442023, lot# 3102712 (expiration date - 1/17/2024) that are giving false positive results for pcr testing for candida tropicalis.